Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).

Event description:
Adverse event(s): "optic neuritis" (optical nerve damage). Product problem(s): "no information" (no information). A surgeon reported that optic neuritis was observed in a pt following intraocular surgery where silicone oil was used. Additional information has been requested.